Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that while actively monitoring a pt, this m3000 appeared to discharge the pt without user intervention and the associated ics displayed a 'bed disconnected' message for the bed. There was no pt injury reported. Draeger reference number: (B)(4).